Event description:
The balloon of this device ruptured inside of a competitor's stent. However, the procedure was completed using this device. The pt is reported as fine. The device is not being returned for co's analysis.